Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found the ins¿s connector port had lead or lead parts stuck inside the port and there were crushed connector sleeves. Analysis of the lead found the lead¿s proximal end connector was crushed and pulled out or off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery the healthcare provider (hcp) had difficulty advancing the lead. The patient was implanted for a buried lead trial on (B)(6) and came in on (B)(6) to connect the battery. The surgeon tunneled the leads to the pocket. One lead was plugged in; the other could not be placed in the port. Troubleshooting was performed by backing out the set screws and cleaning the lead body. The surgeon was then able to get the lead into the port but only six of the eight electrodes were in the port and it was difficult to remove the lead. The surgeon decided to remove the lead and use a new implantable neurostimulator (ins). The lead was replaced with another and with the new ins the connection was not a problem. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a1, lot# vaops78027, product type: lead; product ID 977a1, lot# vaop s78021, product type: lead; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_in s_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).